Event description:
The customer reported that the left monitor went blank during a case. After re-booting the monitor worked. Also, the monitor displayed a burnt-in black square.

Manufacturer narrative:
The ge service rep replaced the monitor and checked connections in the workstation. The system operates as intended.